Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6) investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a discolored tube with the incident lot was observed. The gel appeared to be brown in color however it was actually the tube being discolored. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for a discolored tube was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer sample and photos, the customer¿s indicated failure mode for a discolored tube with the incident lot was observed. Evaluation of the retain samples was conducted and no issues were observed pertaining to the tubes being discolored. Root cause description: based on the investigation, the most likely root cause was determined to be related to a molding issue during manufacturing of the pet tube. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
While using bd vacutainer® sst¿ ii advance plus blood collection tubes, it was reported that the gel inside of the tube was dark brown.